Event description:
Complainant alleged that while carrying the device, the carrying handle broke away from the device causing the defibrillator to strike the caregiver in the foot. Complainant did not indicate that there was any adverse effect to the caregiver due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.